Event description:
The customer reported a contained cleaner fluid leak from the right side of a coulter lh 750 hematology analyzer during shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/18/2015 and found torn tubing through pinch valve vl49a that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).